Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2016. Causing serious and ongoing physical, emotional and economic damages, specifically, the cook ivc filter has perforated [pt]'s ivc (a total of eight prongs have perforated the ivc at the maximun distance of 11mm; and tilted (8-degree tilt left to right). Hospital and medical records have been requested but not yet provided." Patient outcome: it is alleged that "[pt] has incurred significant medical expenses and have endured extreme pain and suffering, loss of enjoyment of life, disability, and other losses. [Pt] may require ongoing medical care as well. [Pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment. [Pt] has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost the ability to live a normal life, and will continue to be so diminished into the future."

Event description:
Additional information has been provided indicating that this case is a duplicate and has been dismissed.

Manufacturer narrative:
Additional information has been provided indicating that this case is a duplicate and has been dismissed. All further information regarding this patient/event will be submitted under MFR# 3002808486-2018-00489. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: depression, anxiety, physical limitations. Unknown if the reported depression, anxiety, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation and tilt. The patient further alleges "pain in lower stomach and abdomen" and "limited walking and daily activities," as well as depression and anxiety. Report from CT (computed tomography): "positive for cava/ perforation. Superior extent of caval filter inferior l2 vertebral body. Inferior extent l3-l4 disc space. A total of eight prongs have perforated the ivc, series 2, image 41. Maximum distance prong perforated is 11 mm, series 2, image 41. Coronal images show 8-degree tilt right-to-left, series 4, image 26. Sagittal images show zero-degree tilt, series 5, image 30. Diameter of ivc directly above filter measures 17 mm x 19 mm."